Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The atrial lead exhibited noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.